Event description:
The patient reported on (B)(6), 2014 at 5:31 pm she activated a new pod and her insulin history is as follows: she checks her blood glucose level with an alternative meter so there were no bg levels reported. On (B)(6) she had gotten into a car accident and upon the police arrival her bg measured 25 mg/dl so they gave her 3 glasses of orange juice. About 15 minutes later her bg rose to 65mg/dl and for another 5 minutes she tested her bg again it reached 115 mg/dl. She was then taken to (B)(6) where she was treated for back pains from the car accident. She stayed in the emergency room for 2 hours before being released.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determined if any product malfunction or other product condition could have contributed to the reported hypoglycemia and ER visit. No product lot number was reported therefore no qualification records were reviewed.